Manufacturer narrative:
Additional: d10, h3, h6. Analysis was normal. No anomalies found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation, the right ventricular lead exhibited helix retraction issues before placing in patient. The lead was not used and a new lead was implanted. Patient was in stable condition.